Event description:
It was reported that damage to the pump housing caused difficulty loading and removing cartridges. The customer's blood glucose level was not adversely impacted. The customer declined to provide any additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.